Manufacturer narrative:
Returned product consisted of a watchman access system. The device was bloody. Analysis of the tip, sheath, and hub/valve included microscopic and visual inspection. Inspection found no damage or defect with the returned device. A syringe (filled with water) was attached to the hub of the device. The valve was closed, and positive pressure was applied. The device flushed in the expected fashion, and the valve did not leak. The reported leak was not confirmed.

Event description:
It was reported that a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and the hemostasis valve could not be tightened. Blood was leaking out of the hemostasis valve. The procedure was completed with a different device and no patient complications were reported.

Event description:
It was reported that a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and the hemostasis valve could not be tightened. Blood was leaking out of the hemostasis valve. The procedure was completed with a different device and no patient complications were reported.